Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged; the ring was broken from the customer's reservoir compartment. The patient's blood glucose at the time of incident was 156 mg/dl. Troubleshooting was initiated and the caller did not recall any significant events that led to the damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received with broken reservoir tube lip, missing reservoir tube o-ring, pillowing keypad overlay, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.